Manufacturer narrative:
Manufacturer's investigation: device return: one (1) used z3251, pressure infusion (400psig) ext set was returned for analysis and investigation. Visual inspection of the returned "as-received" z3251 device set confirmed multiple component damages to the sets y-clave nd male luer components. Engineering analysis: this set was designed and ordered with both an inline clave connector and a y-clave connector. The engineering report notes that this sets ordered design/component features will infuse at 400 psig when the sets clamp is activated and infused through the sets y-clave. When pressurizing the inline straight clave, the y-clave back pressures are exceeded and can result in the component damages seen on the returned set. Conclusion: the reported product issue was visually confirmed. The manufacturer and account manager have provided this investigation; results and conducted inservicing with applicable staff to review the facility's protocol and the device sets components and intended usage. This complaint and associated information have been entered in the manufacturer's database for analysis and trending.

Event description:
Medsun report received concerning component breakage issue with use of z3251 8" pressure infusion IV set. The report states "flushed the power injectable IV extension with 10cc of saline. Hooked up the power injector tubing on the distal clave on the power injectable extension tubing. Injected 80cc of isovue 370 at a rate of 5.0 ml/second and the proximal clave blew out... The tubing was removed and the procedure was continued by connecting directly to the IV cath... Problem has occurred before." There were no reported adverse patient/operator consequences.